Manufacturer narrative:
A modular head (74121442, 50156 sn (B)(6)), acetabular cup (74120150, 50668 sn (B)(6)) were received for investigation following hip revision surgery for elevated test results. As no part and batch numbers were provided for the stem, a complaint history review, manufacturing record review and device labelling / IFU could not be performed. If more information is received, this investigation will be reopened. A review of the complaint history for the bhr cup and modular head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the modular head. Similar complaints have been identified for the bhr cup. However, as bhr systems of this size are no longer sold, no action is to be taken. The production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Visual inspection was carried out on the returned devices. A wear patch was noted on the bearing surface of the head as well as. Fine scratches were noted on the bearing surface of the acetabular cup. Wear analysis was performed to review linear wear on the bearing surface of the modular head and acetabular cup. The wear images identified one wear patch on the bearing surface of the head, and a wear patch extending from the bearing surface to the edge of the cup. Maximum linear wear for the modular head was 29.9 m. On the acetabular cup the maximum linear wear was 14.7 m, for a combined head & cup maximum wear of 44.6 m. Measurement of the vertical straightness profile of the internal sleeve taper showed material loss to a maximum depth of 21.0 m. Based on historic wear data, after 13.7 years in vivo, the measured combined linear wear is higher than the expected wear for a non-edge loaded smith and nephew large diameter metal-on-metal device.* the position of wear on the acetabular cup shows that wear was extending from the bearing surface to the edge of the cup. Material loss was measured on the taper of the head. It was reported that a revision surgery was performed due to increasing metal ion levels - exact level not available. It was also reported the stem was well fixed and left in situ, cup and head removed, minimal metallosis noted. No medical records or x-rays available. The product evaluation noted, the measured combined linear wear was higher than the expected wear, material loss was measured on the taper of the head; however, without supporting medical documentation, a thorough medical assessment cannot be performed. Based on the parts that were returned and the information given, the probable root cause is improper loading due to the positioning of the cup. If additional information becomes available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed due to increasing metal ion levels - exact level not available. Stem well fixed and left insitu, cup and head removed, minimal metallosis noted. Exact item codes and lot numbers are unavailable.